Event description:
The healthcare professional reported that during a coil embolization procedure for an emergent bleed, after the microcatheter, a marvel® microcatheter (tokai medical products) approached the site of the bleed and the complaint coil, a 3.5mm x 9cm galaxy g3 (gly123509 / 30397648) was delivered. It was reported that the microcatheter kicked back and the coil was unable to be wound as intended. As a result, the coil was withdrawn, but it could not be re-sheathed. Continuous flush was not maintained. The procedure was successfully completed using other coils. There was no negative impact to the patient. On 10-jul-2023, additional information was received. The information indicated that the coil failed to conform to the aneurysm wall; it did not herniate nor protruded into the parent vessel. No neck remodeling was used. It was not necessary to remove the microcatheter from the target when the coil was withdrawn. Based on the additional information received on 10-jul-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section e.1: initial reporter address line 1: (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30397648) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. With the limited information available and without the product available for analysis, the reported customer complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.